Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 201 mg/dl. Customer stated the pump is cracked and water got into the crack. Customer stated from bottom of clip connection all the way to the bottom. The customer was assisted with troubleshoot and customer states display is blank currently. Customer states the contacts on the battery cap are neither missing nor damaged. The customer reported that display did not return after pump restart. Customer states the pump has a crack that was exposed to moisture the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit not received with blank display however, unit received with partial white display with a black spot area at top right of display due to corrosion on all electronic assemblies. Unable to perform displacement test and selftest due to display anomaly. Unit received with cracked battery tube area. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, slightly stained serial number label, moisture damage on force sensor assembly and corrosion on motor home switch.